Manufacturer narrative:
Device evaluated by MFR.: a 14x90/9fr uni plus 75cm was received for analysis. A visual examination found that the stent of the device had been fully deployed from the delivery system. The deployed stent was not returned for analysis. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found the outer shaft of the device to be severely damaged/accordioned beginning approximately 180mm proximal of the distal end of the outer shaft and extending approximately 30mm proximally. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and dissection occurred. The severe stenosis target lesion was located in the left iliac vein. A 14x90/9fr uni plus 75cm wallstent was selected for use and advanced into the lesion with a 12*60mm mustang balloon and another 14*60mm balloon through the guidewire. Angiography was performed to make sure the location of opening and inferior vena. The physician withdrew the balloon, and implanted the 14*90 wallstent to the opposite sidewall of the inferior vena through the guidewire, then released the stent. The stent was stuck when started releasing, and the stent could not be recovered. The stent could not be reconstrained after multiple attempts and was not fully reconstrained during withdrawal. When withdrawing the stent, the physician found there was subintima caught in the stent, part of subintima was torn off. It was determined that the stent should be replaced with a new device. The angiography showed that the new14*90 walstent was perfectly deployed and the collateral circulation disappeared. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage and dissection occurred. The severe stenosis target lesion was located in the left iliac vein. A 14x90/9fr uni plus 75cm wallstent was selected for use and advanced into the lesion with a 12*60mm mustang balloon and another 14*60mm balloon through the guidewire. Angiography was performed to make sure the location of opening and inferior vena. The physician withdrew the balloon, and implanted the 14*90 wallstent to the opposite sidewall of the inferior vena through the guidewire, then released the stent. The stent was stuck when started releasing, and the stent could not be recovered. The stent could not be reconstrained after multiple attempts and was not fully reconstrained during withdrawal. When withdrawing the stent, the physician found there was subintima caught in the stent, part of subintima was torn off. It was determined that the stent should be replaced with a new device. The angiography showed that the new 14*90 walstent was perfectly deployed and the collateral circulation disappeared. The procedure was completed with another of same device. There were no patient complications reported.